Manufacturer narrative:
(B)(4).

Event description:
It was reported that the non pacer dependent patient underwent an unrelated open heart surgery. Post operation, the right ventricular lead exhibited low impedance. All other electrical measurements were in range. The lead was reprogrammed. The patient would continue to be monitored.

Event description:
New information stated that the lead was explanted, not capped.